Event description:
Pt augmented approx 11 yrs ago with saline implants 350&330 - now desires to be larger. In 2008, pt underwent bilateral capsulectomy & implant exchange - implanted with mentor 450cc gel implants.